Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
One of the spike on the attune patella drill guide is bent.

Manufacturer narrative:
On 14 march 2017 upon evaluation of the returned device, one spike is slightly bent. Based on the observed damage, it is reasonable to conclude the device can still function as intended. This product was reported in error.

Event description:
On 14 march 2017 upon evaluation of the returned device, one spike is slightly bent. Based on the observed damage, it is reasonable to conclude the device can still function as intended.